Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patients death and ccpd therapy utilizing the liberty select cycler. The cause of the patients death can be attributed to multi-comorbidity as reported by a medical professional. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while connected to the cycler during an unknown phase of treatment. The pd registered nurse (pdrn) does not think the death was cycler related. Upon follow up with the patients pdrn, it was reported this patient expired due to comorbidities unrelated to pd therapy. The outpatient clinic did not receive a confirmed cause of death; however, the outpatient clinic physician determined the patients death was unrelated to pd therapy. Additionally, it was reported the patients health was declining recently due to multi-comorbidity. The patient was found unresponsive at home while still connected to the cycler when a family member activated emergency services. It was unknown if the patient was pronounced deceased in the home or if the patient was transported to the hospital, but it was determined the patient passed away before a family member found the patient unresponsive. It was confirmed the patients death due to multi-comorbidity was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, on the pump door, and on the pump molded clamp, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The catch-post hipot test, patient hipot test, and current leakage test all passed. There were no visual indications of particulates within the cassette area. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while connected to the cycler during an unknown phase of treatment. The pd registered nurse (pdrn) does not think the death was cycler related. Upon follow up with the patient¿s pdrn, it was reported this patient expired due to comorbidities unrelated to pd therapy. The outpatient clinic did not receive a confirmed cause of death; however, the outpatient clinic physician determined the patient¿s death was unrelated to pd therapy. Additionally, it was reported the patient¿s health was declining recently due to multi-comorbidity. The patient was found unresponsive at home while still connected to the cycler when a family member activated emergency services. It was unknown if the patient was pronounced deceased in the home or if the patient was transported to the hospital, but it was determined the patient passed away before a family member found the patient unresponsive. It was confirmed the patient¿s death due to multi-comorbidity was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).